Event description:
A peritoneal dialysis (pd) registered nurse (rn) reported that a peritoneal dialysis (pd) patient on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) contracted peritonitis. During the call, the patient¿s primary pd registered nurse (pdrn) reported the patient was diagnosed with peritonitis after a cell count revealed a white blood cell count of 22,000 u/l. The patient was treated as an outpatient with oral vancomycin (dose, frequency not provided), and has recovered from the events. The patient¿s culture results were negative for growth, and the cause of the peritonitis is unknown. The pdrn stated the events were unrelated to any fresenius device(s) and/or product(s) deficiency or malfunction. The patient continues to perform ccpd utilizing the same liberty select cycler (per the knowledge of this reviewer) without issue.

Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the adverse event of peritonitis, characterized by cramping, which warranted antibiotic therapy. The etiology of the peritonitis is currently unknown; therefore, causality cannot be established. However, the pdrn reported the peritonitis event was unrelated to any fresenius device(s) and/or product(s). It is well established those individuals undergoing pd therapy are at high risk for infections of the peritoneum. Furthermore, in up to 20% of peritonitis cases no offending organism is identified. Based on the information available, there is no allegation or objective evidence indicating a liberty select cycler and/or liberty cycler set defect or malfunction caused or contributed to the serious adverse events experienced by the patient. Additionally, the patient continues to utilize the same liberty select cycler at home without any reported issue(s). The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the adverse event of peritonitis, characterized by cramping, which warranted antibiotic therapy. The etiology of the peritonitis is currently unknown; therefore, causality cannot be established. However, the pdrn reported the peritonitis event was unrelated to any fresenius device(s) and/or product(s). It is well established those individuals undergoing pd therapy are at high risk for infections of the peritoneum. Furthermore, in up to 20% of peritonitis cases no offending organism is identified. Based on the information available, there is no allegation or objective evidence indicating a liberty select cycler and/or liberty cycler set defect or malfunction caused or contributed to the serious adverse events experienced by the patient. Additionally, the patient continues to utilize the same liberty select cycler at home without any reported issue(s). The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) registered nurse (rn) reported that a peritoneal dialysis (pd) patient on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) contracted peritonitis. During the call, the patient¿s primary pd registered nurse (pdrn) reported the patient was diagnosed with peritonitis after a cell count revealed a white blood cell count of 22,000 u/l. The patient was treated as an outpatient with oral vancomycin (dose, frequency not provided), and has recovered from the events. The patient¿s culture results were negative for growth, and the cause of the peritonitis is unknown. The pdrn stated the events were unrelated to any fresenius device(s) and/or product(s) deficiency or malfunction. The patient continues to perform ccpd utilizing the same liberty select cycler (per the knowledge of this reviewer) without issue.

Manufacturer narrative:
Correction: e.1.

Event description:
A peritoneal dialysis (pd) registered nurse (rn) reported that a peritoneal dialysis (pd) patient on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) contracted peritonitis. During the call, the patient¿s primary pd registered nurse (pdrn) reported the patient was diagnosed with peritonitis after a cell count revealed a white blood cell count of 22,000 u/l. The patient was treated as an outpatient with oral vancomycin (dose, frequency not provided), and has recovered from the events. The patient¿s culture results were negative for growth, and the cause of the peritonitis is unknown. The pdrn stated the events were unrelated to any fresenius device(s) and/or product(s) deficiency or malfunction. The patient continues to perform ccpd utilizing the same liberty select cycler (per the knowledge of this reviewer) without issue.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) registered nurse (rn) reported that a peritoneal dialysis (pd) patient on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) contracted peritonitis. During the call, the patient¿s primary pd registered nurse (pdrn) reported the patient was diagnosed with peritonitis after a cell count revealed a white blood cell count of 22,000 u/l. The patient was treated as an outpatient with oral vancomycin (dose, frequency not provided), and has recovered from the events. The patient¿s culture results were negative for growth, and the cause of the peritonitis is unknown. The pdrn stated the events were unrelated to any fresenius device(s) and/or product(s) deficiency or malfunction. The patient continues to perform ccpd utilizing the same liberty select cycler (per the knowledge of this reviewer) without issue.